Manufacturer narrative:
This information is unknown. It is unknown when infection occurred. Lot number is unknown. Date of implantation and date of explantation are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter contact information is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with polyetheretherketone (peek) patient-specific implants (psi) as a bifrontal cranioplasty on an unknown date. After approximately one month, the implants had to be removed due to infection. It is unknown if implants were successfully removed. No additional information available at this time. This report is for a psi sd800.426 peek implant. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the hardware removal was successfully completed. Revision surgery will be scheduled to insert a new flap once patient heals from infection. Patient outcome was satisfactory.

Event description:
It was reported that patient was implanted with polyetheretherketone (peek) patient-specific implants (psi) as a bifrontal cranioplasty on (B)(6) 2018. After approximately one month, implants had to be removed due to infection. The hardware removal was successfully completed. Revision surgery will be scheduled to insert a new flap once patient heals from infection. Patient outcome was satisfactory.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.